Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving baclofen, 400 mcg/ml concentration at unknown dose and dilaudid, 3.0 mg/ml concentration at 0.25 mg dose via intrathecal drug delivery pump for spinal pain. It was reported that she was not feeling a therapeutic affect even as the dose was increased. Any environmental/external/patient factors that may have led or contributed to the issue were that patient had a large lumbar fusion with a large bony calcification. A failed dye study was reported. Replacement of catheter. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.